Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a concerning increase in spine surgical site infections (ssis) associated with the guidance system robot. The infection rate had tripled compared to fiscal year 2024, with seven fusion infections reported in fy2025, five of which involved procedures utilizing the guidance system robot. It was noted that the instrument was not properly cleaned after sterilization, as observed using a borescope down the cannula inserter. In response to these findings, the use of the guidance system robot for spine surgeries was temporarily suspended effective may 19, 2025, while further investigation and mitigation efforts were undertaken. Additional information was received. It was reported that the procedures being performed were sacroiliac and thoracolumbar procedures. Additional information was received. It was reported that medtronic found no issues with any of the biologics that were used and the focus shifted to other possibilities.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information in sections a and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure being performed was a posterior cervical and this was performed on (B)(6) 2025 while the difficulties occurred (B)(6) 2025. The patient was discharged initially on (B)(6) 2024 and was re-admitted for a surgical site infection, was re-operated on (B)(6) 2024, and had a lengthy readmission leading to discharge finally on (B)(6) 2025. The re-operation consisted of excisional debridement of skin, subcutaneous tissue, fascia, muscle, and bone from posterior cervical wound. The patient did not experience fever and their white blood count was noted as 12.9 on (B)(6) 2024. As per the re-operation on (B)(6) 2024, the wound did not look unhealthy. Paraspinal musculature pulled apart, which was not uncommon. There was no purulence. There was just generalized granulation tissue in the wound. It looked like a large wound hematoma that was breaking down. Tissue and bone were explanted. The wound site was cultured and staphylococcus aureus (mrsa) was present. The patient was discharged on (B)(6) 2025 in stable condition with instructions on wound care, bathing, and showering post-op. Follow-up appointments were made.